Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was provided:arteriotomy closure was attempted with the proglide device using a 6f sheath in the calcified right common femoral artery. The patient was discharged home two days post procedure with no adverse patient sequela.

Manufacturer narrative:
(B)(4). The device is reportedly not available for evaluation. Investigation is not complete. A follow up report will be submitted with all additional relevant information.user facility (voluntary / mandatory) medwatch report number mw5074254. (B)(4).

Event description:
User facility medwatch #mw5074254 was received stating: event description: " right femoral artery laceration status post percutaneous coronary intervention. Perclose device was used to close the right femoral artery. The device failed to close adequately. The femoral artery tore and the patient went to surgery for repair."no additional information was provided.